Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and performed battery run time test with no issues. The fse could not verify the reported issue. All functional and safety test were performed.

Manufacturer narrative:
Cs100 upgraded to cs300. Due to character limits in e1: full event site postal caode: (B)(6). Updated fields: b4, d9, e1, e3, g1, g3, g6, h2, h3, h6, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use, cs300 intra-aortic balloon pump (iabp) batteries died during set-up. There was no patient involvement reported.